Manufacturer narrative:
A root cause could not be determined. The customer returned the h232 for investigation. Testing was conducted using cardiac t retention lot number 28140810 on the returned h232, a retention h232, and an elecsys 2010. The results of all the measurements were within specification.

Event description:
The customer alleged they received a questionable cardiac t result for one patient on their cobas h 232 analyzer, serial number (B)(4). The cobas h 232 analyzer is not sold in the united states. The patient's initial cardiac t result was 209 ng/l and it was reported outside the laboratory. The patient was then sent from the local care center to the central hospital. The patient had a second sample drawn eight hours later and tested on a cobas e411 analyzer using the troponin t hs stat reagent. The troponin t hs stat reagent is not sold in the united states. The result from the e411 analyzer was <14 ng/l. The patient was not adversely affected by this event.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.